Manufacturer narrative:
(B)(4).

Event description:
The ins area was red and the pt had soreness under the implant starting in (B)(6) 2010. The pt's dermatologist at the time diagnosed her with chronic dermatitis. The pt also felt discomfort when the stimulation was high enough to cover her pain. She underwent a lead revision, a new lead was implanted on (B)(6) 2010. The revision did not help and subsequently her situation was worse. Fluid built up around the stimulator and the pt's allergist felt she was reacting to the titanium. The ins site was red, hot to the touch, itchy, and there was erosion, the skin "adhered to the ins." The pt was at home and in good status. Further info is being requested at this time.